Event description:
New information received indicates that a patient presented with episodes of post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes and dft were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during follow up. Post paced t-wave oversensing was noted on a stored egm. Programming changes were made. Dft and further actions will be discussed with the physician.